Manufacturer narrative:
Manufacturers preliminary analysis: the cause for the issue is under investigation. This is the first such case of such an event that siemens has become aware of. Initial corrective actions/preventive actions implemented by the manufacturer: it was requested to not use the patient table any further at the affected site until it is ensured by authorized, qualified personnel that it is securely fastened. No general problem has been detected for the installed base which requires an immediate action. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
It was reported that the patient table tipped over when the patient (reported as having an approximate weight 180 kg) sat on the table. The table tilt was caused by the fixation of the table to the floor becoming loose. This event resulted in some pain in the patient's calf; however, no further injury or medical intervention were communicated to siemens. Although the patient was not seriously injured during this event, in a worst-case scenario, serious injury could result if the event were to reoccur. The reported event occurred in germany.

Manufacturer narrative:
H10 manufacturer narrative: siemens healthcare investigated the reported issue in detail. A siemens healthcare customer service engineer (cse) was called to the affected customer site due to a malfunction of the tabletop brakes. Once on-site, the cse was confronted with an additional problem with the grid and the cassette load unit which resulted in the tabletop being no longer fully functional. During this site visit, the cse received information that the patient table had tipped over with the patient on it. According to the customer service organization, the patient weighed approximately 180kg. This weight is within the permissible range of the affected table (maximum patient weight: 227kg, system operator manual axb1-136.621.31.01.02, page 9). After the incident, the tilted table was reattached to the floor by the customer's internal engineer. Since the extent of the damage was not clear prior to the on-site visit, the table was not repaired by the service engineer. The customer was advised to not use the table any further until it is ensured by authorized, qualified personnel that it is securely fastened. The customer service organization confirmed that the table was no longer in use. The investigation revealed that the system had been moved by a third-party organization to another location within the same customer site in 2015. This was move was authorized by the customer. It is not clear which bolts and screws were used for the fixation of the system after this move. The installation protocol used by the third party is not available. Even after this move, the system was regularly maintained by siemens healthineers. Maintenance protocols were retrieved and reviewed regarding testing of the floor mounting. The last maintenance was performed on (B)(6) 2022, approximately two months before the incident. This maintenance was performed in accordance with the maintenance instruction document (comk-136.831.10.02.01). The torque of the four screws securing the table to the floor was measured to be at least 25nm. The test was passed according to the maintenance protocol (comk-136.832.10.06.01, chapter 5.2). Based on the maintenance protocols received from 2015, 2016 and 2017, this test was also passed during previous maintenance. However, it could not be determined whether the length of the bolts used was sufficient, since the affected parts were scrapped on site after the table was fixed by the customer's internal engineer. Based on the available information, it is assumed that the tabletop could float in the longitudinal and transversal directions due to a malfunction of the tabletop brakes. This issue was originally planned to be corrected during the initial site visit. When a heavy patient was placed on the floating table, the table may have moved from the center to an end position of the tabletop. In this situation, a very high force is applied to the bolts and screws. Combined with the potentially incorrect bolts and screws used by the third-party organization that moved the system to a different location within the affected customer site, this could have caused the table to tip over. Due to the massive damage, the system was not repaired on site. The customer replaced the damaged system with a new multix impact system in december 2022. Since no general problem could be identified the complaint is closed without further action by siemens healthcare. H11 corrected data: d8: the device was serviced by a third party and should have been checked "yes" in the initial report submitted to the FDA on august 26, 2022. E1: initial reporter also sent to FDA should have been checked "no" in the initial report.